Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with a critical pump error (open book image) alarm. Pump error 55 alarm is found in the formatted history file due to a hardware error. Unable to perform displacement test due to the critical pump error (open book image) alarm. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a long crack beginning from the top of the pump, all along the length of the battery tube. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.